Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted the shocking started the day of the call. It was reported the patient was getting no communication between the patient programmer and their stimulator. It was noted the communication problem started a week prior to the call. It was reported the stimulator never came on by itself. It was reported the patient¿s stimulation was increasing on its own. It was noted the stimulation then turned off by itself. It was reported the patient programmer did not work with or without the antenna. It was noted the patient programmer was showing the poor communication screen. It was reported a power on reset occurred with a 0x004 code. It was noted the caller was able to get everything turned back on. It was reported the patient worked around x-rays. It was noted the patient¿s stimulator battery was at 80%. It was reported the patient received their replacement programmer. It was noted the patient programmer had a cracked solder joint and the faceplate was scratched. It was reported the patient received assistance from their health care provider or manufacturer representative on (B)(6) 2013 and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. (B)(4).